Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon one occurred due to the reprocessing steps recommended in the IFU (instructions for use) were not correctly conducted due to failure of the device and therefore the material remained on forceps elevator and around there. For phenomenon two, it is likely that after the knob wire/forceps elevator wire strand was cut due to fatigue breakdown by repeated operation of forceps elevator, strand raised by repeated brushing around forceps elevator and attachment / detachment of the distal cover. For phenomenon three, it is likely that reprocessing steps recommended in the IFU were not correctly conducted due to failure of the device. As a result, dirt remained on right / left angulation control knob. The foreign material could not be identified but it was adhered to the forceps elevator and the surrounding area. The event can be prevented by following the instructions for use which state: "insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the upward direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent. If any damage (broken, frayed, or bent portion) is observed on the elevator wire, do not use the endoscope." "Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Preparation and inspection - attaching the distal cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the forceps elevator had foreign material, the forceps elevator wire was cut with a bent part, the right/left knob was dirty, the adhesive on the bending section rubber was detached, the connecting tube was wrinkled, the connecting tube was scratched, the control unit was deformed, the control unit was scratched, the scope cover was scratched, the scope cover was discolored, the grip was scratched, the suction cylinder was shaved, the forceps channel port was shaved, switch 3 was scratched, switch 1 was sticky, switch 1 was cut, the switch box was dented, the protector on the control side of the universal cord was shaved, the universal cord was scratched, the protector on the universal cord on the scope connector side was scratched, the scope connector was scratched, the light guide cover glass was dented, and the scope had low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material and the forceps elevator wire was cut with a bent part. This report is being submitted for the event found during evaluation. There was no patient involvement.